Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4194 implantable pacing lead (B)(6) 2007; 6947 implantable defib lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead impedance was high yet stable at 1950 ohms. It was also reported that at a routine changeout, the lead was inserted into the new device and the impedance measured 1030 ohms. Thresholds were stable and the lead remains in use. No patient complications have been reported as a result of this event.